Event description:
It was reported by the service report that the scale and bed exit were not working properly. No pt involvement or adverse consequences were reported.

Manufacturer narrative:
Results: load cell.